Manufacturer narrative:
Siemens filed the initial MDR 2247117-2024-00014 on 22-aug-2024. Additional information 04-sep-2024: siemens evaluated this issue and provided the following conclusion: divergent results were observed with multiple results, and during the time of the measurements the water scale was defective. This information indicates that the discrepant results are likely related to the defective water scale. The siemens customer service engineer (cse) performed the following troubleshooting steps at customer site: 1. Removal of the defective part and ordering a replacement part. 2. Installation of the new part, and calibration/adjustment of the instrument. 3. Monthly and weekly decontamination and water testing. After replacing the defective part, performing new adjustments, and evaluating control measurement the instrument is operational again and was released for routine testing. Statement of customer status: the customer is operational, and the reported issue is resolved by routine / service part replacement. The immulite 2000 xpi instrument is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report discordant depressed igf-I results that were obtained on patient samples on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges and adjustment results were within the acceptability criteria on the day of the event. The limitations section of the immulite 2000 igf-I instructions for use (IFU) states: ¿for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings.¿ siemens continues to investigate.

Event description:
The customer reported the observation of discordant depressed igf-I (igf) results obtained on patient samples on an immulite 2000 xpi instrument. The erroneous results were reported to the physician(s), who did not question the results. The samples were repeated on an alternate immulite 2000 xpi instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant igf-I results.